Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the name of the procedure. Customer stated that the required medication was successfully removed from a different anesthesia station. Customer confirmed that functionality was restored by rebooting the affected device. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the name of the procedure. Customer stated that the required medication was successfully removed from a different anesthesia station. Customer confirmed that functionality was restored by rebooting the affected device. Patient or user harm was not reported. This event is recorded in complaint number 03420099. A technical support specialist evaluated the device and determined that a software package installation caused the unintended deletion of a system dynamic-link library file. The technical support specialist repaired the device's software application, recreating the deleted file. The technical support specialist tested and confirmed that the device is operational. Customer confirmed device is operational.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-apr-2021 to 28- apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one of the packages was installed at pas stations caused the installer to delete an important dll from the installation folder which caused random application crashes. To prevent the application crash, the technical support specialist commenced a repair of the application via the control panel to restore the dll. Following the repair, the technical support specialist modified the database's recovery mode to simple to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the name of the procedure. Customer stated that the required medication was successfully removed from a different anesthesia station. Customer confirmed that functionality was restored by rebooting the affected device. Patient or user harm was not reported.